Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep issue, headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 03/31/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep issue, headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed an unknown dust contaminant on the flip door, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, inside the iso port, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d and h was updated in this report.